Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was over 500 mg/dl and 44 mg/dl at the time of incident. The customer did not experienced symptoms due to high and low blood glucose. The customer treated low blood glucose with food and high blood glucose level with manual injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. The customer did allege under and over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer had received insulin flow block alarm. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged under/over delivery, no delivery, and high/low blood glucose found on may 25, 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Device successfully downloaded to thus. There was no, no delivery alarms found in the insulin pump history on or near the event date. Unable to download to carelink due to a hardware error. Confirmed 15 units of normal bolus was delivered on may 25, 2022. Several bolus's were programmed, delivered and recorded properly in the insulin pump history. Unable to confirm low/high blood glucose. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and minor scratches on lcd window. In summary, customers alleged under/over delivery and no delivery was not confirmed during testing. Unable to confirm high/low blood glucose. Unable to download to carelink confirmed, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.